Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5065183.

Event description:
It was reported that the patient had inadequate stimulation due to high impedances on the lead despite reprogramming attempt. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded.